Event description:
It was reported that the patient presented to the emergency room and complained of feeling dizzy. It was also reported that the right ventricular (rv) and right atrial (ra) lead had oversensing consistent with exposure to electrical magnetic interference (emi). A lead integrity alert was triggered. The device and leads all remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.